Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between transmitter and receiver and a hypoglycemic event. Patient reported that her boyfriend attempted to wake her from sleeping and found her unconscious. Patient's boyfriend treated patient with glucagon. Patient did not go to hospital. Patient alleged that the continuous glucose monitor (cgm) did not alert her to the low. The patient reported that her finger stick (fs) value was 21 mg/dl while her continuous glucose monitor (cgm) displayed an out of range icon. Patient reported that the cgm's location was in her pajama pocket. At the time of contact, patient is stable. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.